Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of the devices, it was noted that the stardrive screwdriver shaft is bent at the tip. The interlock screwdriver is also bent at the tip and will not hold a screw. The wood overlay on the cannulated hexagonal screwdriver is crumbled around the metal shaft. No patient or surgical involvement was reported. This report is for one (1) cannulated 2.5mm hexagonal screwdriver. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: customer quality investigation: the following investigations were performed: broken. The returned device was examined and it is observed that the handle was broken in half longitudinally. Few broken portions of the handle were not returned. Additionally, the tip of the screw driver was observed to be worn and slightly bent.furthermore, a minor black marks in the form of pitting and corrosion stains were observed on the shaft. The complaint description agree with the complaint condition and the complaint condition was confirmed. Upon visual inspection it is observed that the returned device do not have lot number etched on either the shaft or handle portion which concludes that the device was made prior to rev e /dco: ex-0258 (dco= design control order) that states to etch lot number on the shaft. The etch on the shaft was moved to handle portion effective feb,2000 with the latest device drawing at the time.therefore, based on the comparison of the returned device to the given drawings, it was observed that the device age accounts approximately to 26 years. Due to the age of the device drawings was not able to reviewed.only drawings later available were reviewed and no design issues were identified.however, the dcos released prior to available drawing were reviewed and no changes on the tip portion of hex were noted. Therefore tip dimensions on drawing were considered to perform dimensional inspection on the tip. Dimensional analysis could not be performed on the handle portion due to significant post-manufacturing damage.however, the dimensional analysis performed on the tip of the device measured 2.81 mm (ca-814) that falls within the specification of 2.79 mm to 2.83 mm per the reviewed device drawing. Device history record(s) review was not able to be performed as lot was unknown.however, based off the drawing review it was observed that the age of the device is at least 26 years. Therefore there is no indication that the material and its properties could have contributed to observed complaint conditions. While no definitive root cause could be determined, it is possible that the age of the device with consistent sterile processing and device encountered unintended forces during usage could have contributed to this complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.